Event description:
The report stated that the instrument was used to seal the ima during a low anterior resection. The instrument was closed on the vessel, activated and audible end tone were heard indicating the seal was complete. The jaws were released resulting in bleeding at the site of the seal. The instrument continued to fail in attempts to seal the vessel. A new device was opened and used and it worked fine for the rest of the procedure.

Manufacturer narrative:
The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.